Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported that the act was not sensitive. Blood glucose was unknown at the time of call. No troubleshooting was performed. Product is not expected to return for analysis.